Event description:
It was reported on an unknown date user had several "battery power drivers" that were not working. Problem reported were not working. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary service and repair evaluation: the customer reported that on an unknown date user had several "battery power drivers" that were not working. The repair technician reported that motor was running low or insufficient, debris was present on motor, housing and shield and electric cable cord was damage. Also preventive maintenance was required. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 002172 supplier lot # 002172 release to warehouse date: 30 may 2008 expiration date; na supplier: (B)(4). No ncr's generated during production.